Event description:
Clear aligner orthodontic therapy without a dental exam or x-ray known as do it yourself (diy) orthodontics. Upon removal of a treatment aligner, the patient lost a permanent tooth. This should never ever happen and would not with proper examination from a qualified dental professional, namely an orthodontist whose specialty this is. Smile direct club used elimination of the diagnosing dr to offer "cheap treatment " alternatives for orthodontic patients. There was undiagnosed periodontal disease that was never found or addressed as this patient was never seen by a dental professional until after the damage occurred. I have had a dozen failed cases show in my office for retreatment. Diy orthodontics.